Manufacturer narrative:
This product is not marketed in the us. Device evaluation: lens was returned in small vial. Visual inspection found no visible damge to the lens, debris and clear surgical residue on the lens surface. (B)(4). Conclusion code: off label use (acd<3.00mm, below 21 years of age at the time of implant). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -13.5 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault. The problem was resolved.